Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/+1.5/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. Lens remains implanted. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - "reportedly, "all is fine! The surgeon plans a closed monitoring. Patient is happy. The problem is resolved." " should be added to the initial MDR. Claim # (B)(4).